Event description:
It was reported that during a sleeve gastrectomy procedure, the device failed to open after firing. Another like device was used to complete the procedure. Unknown procedural delay and unknown complications to patient at this stage.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the device not open? What color cartridge was being used? How was the device opened? What is the patient current condition? Was there any buttressing material used during the firing? How was the procedure completed?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: as the ps was not present for the case he has reached out to the surgeon to meet face to face as soon as he can. He will pursue the following information during the f2f meeting. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.